Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that stress of repeated use, external factors, or handling of the device caused the peeling to occur. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 "preparation and inspection of the endoscope" 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. During the inspection it was found that the connecting tube had coating peeling, (1mm2 or more). In addition to the malfunction documented in b5, the additional non-reportable findings were as follows: due to a pinhole on connecting tube, water tightness was lost, the universal cord had a scratch, the universal cord had a dent, the angulation lever was deformed, the venting connector of light guide connector was loose, the up/down angulation lever plate had discoloration, the grip had discoloration, the control unit had discoloration, the suction cover had discoloration, the eyepiece was deformed and had discoloration, the diopter ring had discoloration, due to a dent on the channel tube, channel cleaning brush could not insert smoothly, due to a dent on channel tube, forceps could not be inserted smoothly, due to wear of angle wire, bending angle in up direction did not meet the standard value, the connecting tube had a wrinkle and had a dent, and the adhesive on the bending section cover had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the oes bronchofiberscope had a water leak. The device was returned for evaluation. During the device evaluation, it was found that insertion section flexible tube coating was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.